Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat a stricture due to pancreatic cancer. According to the complainant, the physician was able to deploy the stent. Upon removal of the delivery system, the inner sheath detached. The inner sheath remains inside the patient. The physician plans to remove the inner sheath approximately 3 to 4 days post-procedure.